Event description:
A malfunction alarm was reported on a customer's pump. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact support again if the issue reappeared, which they acknowledged and understood.